Event description:
An x-ray technician (tech) was moving a portable x-ray machine to a patient's room in order to take x-rays. The machine is self-propelled, and stopped going over an expansion joint on the floor. When the tech pulled the machine backwards to get it going again, the machine kept moving even though the drive mechanism wasn't being engaged by the tech. The machine pushed the tech into an adjoining wall, causing a bruise on her hip. The machine was taken out of service for evaluation by clinical engineering. The tech was not seriously injured.manufacturer sent representatives in to repair the machine. Manufacturer will provide completed work order, but not willing to document anything indicating full repairs are completed, and unit can be returned for use.